Event description:
According to the rptr: after the fifth firing the device locked on the tissue. The doctor was able to remove the device with out causing any harm to the pt. The suture was used to finish the case. No other info was provided. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.